Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call pump alarmed failed battery alarm. The customer's blood glucose levels are 13 mmol/l. The customer was assisted with trouble shooting. The customer states pump failed battery test. The customer was advised the pump needs to be replaced. The pump will return for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self-test and displacement test. No failed battery test alarm noted during test.